Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at the end of the procedure, when seating the transconnector on construct, the surgeon was inserting a transconnector with stardrive when the device slipped and tore hole in patient¿s dura. Patient is recovering well, no patient harm. Surgery was delayed 60 minutes. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.